Event description:
The patient received a generator replacement and when the new generator was connected to the lead, high impedance was observed. The lead pin was removed and re-inserted several times, where each time system diagnostics were performed. The lead pin was visually confirmed to be advanced beyond the connector block. But high impedance was still observed. Therefore the lead was replaced at this time, and it was noted that the lead had been implanted for a long time and there was a lot of scar tissue observed at the electrode site. The explanted lead was disposed of after surgery. No other relevant information has been received to date.